Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. A visual examination of photos was performed and the indicated failure mode of damaged cap was observed. He device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd determined that the root cause of the damaged cap is a result of the tube being improperly aligned during the manufacturing process.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was a molding defect. The following information was provided by the initial reporter. The customer stated: the "cover had deformation and damage."